Event description:
Product used during procedure and was defected. Product was used on patient on (B)(6) 2021 and was defective. There was no harm evident to the patient. Dr. (B)(6) opened a new product and proceeded with procedure.